Event description:
It was reported that during a procedure at the user facility, there was smoking at the connection of the tps handpiece cord and core impaction drill. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The technician was unable to duplicate the reported event of smoke, but noted that the motor cartridge was damaged. A damaged motor cartridge may cause the reported event.

Event description:
It was reported that during a procedure at the user facility, there was smoking at the connection of the tps handpiece cord and core impaction drill. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.